Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A site representative reported that the pendant showed an error stating that the door was not closed even though the door was closed. No patient was present during the time of the reported incident. Investigation involved onsite visual inspection/functional testing. During the onsite inspection, the medtronic representative reported that door wouldn't close which was due to the lower door cap being broken. The medtronic representative replaced the lower door cap and the door switch which resolved the issue. The door cap was not sent back the manufacturer for further analysis. The replaced door switch was sent to the manufacturer for part analysis. A successful system checkout was performed which verified that the issue had been resolved. The part analysis was unable to verify the reported part failure. This event was identified during a retrospective review as discussed with the (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the pendant showed an error stating that the door was not closed even though the door was closed. No patient was present during the time of the reported incident. Investigation involved onsite visual inspection/functional testing.